Event description:
Accidentally swallowed broken off tip of a floss pick. A week of digestive upset ensued including blood in stool, pain in digestive track, visit to doctor office & subsequent lab testing for blood in stool. Seem to have recovered now. Dates of use: 2009. Event abated after use stopped: yes.